Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on stored egms. Noise was not reproducible in clinic. Lead remains implanted.